Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt has incurred a longer period for recovery and rehabilitation and continues to have significant pain, both during and absent exercise.